Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 438 mg/dl. Troubleshooting was performed. All the programming was correct with no malfunction alarms on the alarm history. Ran a fixed prime and the test passed. A tubing clamp will be sent to the customer to complete testing. No further info was provided.